Event description:
Issue with retcam handpiece: we received a new version of retcam shuttle in (B)(6) 2014 along with training. At that time, the retcam trainer indicated that the hospital disinfectant wipes would be adequate to clean the handset (not lens), and 11 alcohol wipes followed by saline wipes should be used to clean the lens between patients. A few months ago the camera handset was noted to have splitting at the seam and cracking running off from the seam. After notifying infection prevention about the handset, they inquired about the cleaning/disinfection process for the retcam. Infection prevention discussed the need for high level disinfection for all medical instruments that come in contact with mucous membranes, and that wiping with alcohol wipes was inadequate. The retcam instructions for use (IFU) also did not provide disinfectants that could be used on the machine including the handset. IFU stated that the handset was to be cleaned with a mild soap and water. Reusable medical equipment requires cleaning and disinfection.